Event description:
2 days post heart infarct and resuscitation in ICU, pt. Was sedated and ventilated. High doses of inotropes were infused via introducer. Nurse noted drop in blood pressure. It was noted that introducer was broken just above infusion sidearm/leaked. Followup confirmed that the patient stabilized after drugs were infused through peripherl IV access line.